Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, the activated clotting time (act) levels were above 250s and 9000 units of heparin was administered. The left atrial pressure at time of procedure was 12mmhg. The amulet was successfully implanted. Zero recaptures were performed, tension test performed for stability and the device met all close criteria. The patient was reported stable at all times pre, during and post procedure. The patient was sent to post anesthesia care unit (pacu) for post anesthesia recovery. The patient went into atrial fibrillation with rapid ventricular response (rvr)and was given esmolol. The patient became bradycardic and chest compressions started. A pericardial effusion noted on bedside echocardiogram, blood and platelets given and attempted to drain the effusion. A cardiac tamponade was also present. It was unable to fully drain pericardium due to blood clotting off, only 40ml removed. The patient taken to cardiovascular surgery (cv) surgery to further drain clot. The user believe secondary to user believe secondary cardiopulmonary resuscitation (CPR) caused the effusion. The patient was reported stable post surgery.

Manufacturer narrative:
An event of atrial fibrillation, bradycardia, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as the medication was administered, pericardiocentesis was performed, and subsequently a drainage of the fluid was done surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added: health effect - clinical code: 2226.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. Zero recaptures were performed, tension test performed for stability and the device met all close criteria. The patient was reported stable at all times pre, during and post procedure. The patient was sent to post anesthesia care unit (pacu) for post anesthesia recovery. The patient went into atrial fibrillation with rapid ventricular response (rvr)and was given esmolol. The patient became bradycardic and chest compressions started. A pericardial effusion noted on bedside echocardiogram, blood and platelets given and attempted to drain the effusion. It was unable to fully drain pericardium due to blood clotting off, only 40ml removed. The patient taken to cardiovascular surgery (cv) surgery to further drain clot. The patient was reported stable post surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.